Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme pelvic pain") in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not use birth control at time following her essure placement procedure". The patient's past medical history included multigravida ((B)(6) 1986, (B)(6) 1991 and (B)(6) 2002) and parity 3 ((B)(6) 1986, (B)(6) 1991 and (B)(6) 2002). She did not experience claimed injury before the date of her essure placement. She did not claim that essure worsened a previously existing injury/condition. Previously administered products included for an unreported indication: novo pills from 1983 to 2011. Concurrent conditions included morbid obesity, psychological disorder nos, fibroids, dysfunctional uterine bleeding, anxiety, edema, bloating and taste metallic. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("extreme back pain"), dizziness ("dizziness"), peripheral swelling ("swelling of the hands, legs and feet"), headache ("headaches"), constipation ("constipation") and palpitations ("heart palpitations"). In (B)(6) 2012, the patient experienced pain in extremity ("extreme leg pain / extreme foot pain"), menorrhagia ("heavy menstrual cycles"), hypoaesthesia ("leg numbness") and mental disorder ("caused or aggravated her psychiatric and psychological conditions"). In 2012, the patient experienced arthralgia ("extreme hip pain / joint pain"), feeling abnormal ("brain fog") and joint swelling ("joints swelling"). On an unknown date, the patient experienced investigation noncompliance ("she did not undergo an essure confirmation test") and weight decreased ("fluid reduced by 20 ibs"). The patient was treated with anabolic steroids, ibuprofen and surgery (underwent hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, back pain, pain in extremity, feeling abnormal and weight decreased was resolving, the arthralgia, dizziness, peripheral swelling, headache, constipation, menorrhagia, hypoaesthesia, mental disorder, investigation noncompliance and joint swelling outcome was unknown and the palpitations had resolved. The reporter provided no causality assessment for weight decreased with essure. The reporter considered arthralgia, back pain, constipation, dizziness, feeling abnormal, headache, hypoaesthesia, investigation noncompliance, joint swelling, menorrhagia, mental disorder, pain in extremity, palpitations, pelvic pain and peripheral swelling to be related to essure. The reporter commented: patient did not experience an unintended pregnancy. Essure did not perforate her fallopian tube or other organ according to her knowledge. Patient was not allergic to nickel. Nickel test. Fluid reduced by 20 ibs patient did not claim that she experienced a hypersensitivity reaction to nickel. Patient did not claim that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 57.4 kg/sqm. Ultrasound scan - on(B)(6) 2014: ovaries 3 fibroids--3.9 cm, 3 cm, 3.6 cm; on (B)(6) 2014: ovaries 2 fibroids-- 1.9 cm and 2 cm intramural. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, joint swellings along with back ache. Most recent follow-up information incorporated above includes: on 25-jun-2018: pfs received. Events: joints swelling were added, concomitant disease, lab data were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme pelvic pain") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii ((B)(6) 1986, (B)(6) 1991 and (B)(6) 2002) and parity 3 ((B)(6) 1986, (B)(6) 1991 and (B)(6) 2002). She did not experience claimed injury before the date of her essure placement. She did not claim that essure worsened a previously existing injury/condition. Previously administered products included for an unreported indication: novo pills from 1983 to 2011. Concurrent conditions included morbid obesity and psychological disorder nos. In (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("extreme back pain"), dizziness ("dizziness"), peripheral swelling ("swelling of the hands, legs and feet"), headache ("headaches"), constipation ("constipation") and palpitations ("heart palpitations"). In (B)(6) 2012, the patient experienced pain in extremity ("extreme leg pain / extreme foot pain"), menorrhagia ("heavy menstrual cycles"), hypoaesthesia ("leg numbness") and mental disorder ("caused or aggravated her psychiatric and psychological conditions"). In 2012, the patient experienced arthralgia ("extreme hip pain / joint pain") and feeling abnormal ("brain fog"). On an unknown date, the patient experienced treatment noncompliance ("she did not use birth control at time following her essure placement procedure"), investigation noncompliance ("she did not undergo an essure confirmation test") and weight decreased ("fluid reduced by 20 ibs"). The patient was treated with anabolic steroids, ibuprofen and surgery (underwent hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, back pain, pain in extremity, feeling abnormal and weight decreased was resolving, the arthralgia, dizziness, peripheral swelling, headache, constipation, menorrhagia, hypoaesthesia, mental disorder, treatment noncompliance and investigation noncompliance outcome was unknown and the palpitations had resolved. The reporter considered arthralgia, back pain, constipation, dizziness, feeling abnormal, headache, hypoaesthesia, investigation noncompliance, menorrhagia, mental disorder, pain in extremity, palpitations, pelvic pain, peripheral swelling and treatment noncompliance to be related to essure. The reporter provided no causality assessment for weight decreased with essure. The reporter commented: patient did not experience an unintended pregnancy. Essure did not perforate her fallopian tube or other organ according to her knowledge. Patient was not allergic to nickel. Nickel test. Fluid reduced by 20 ibs patient did not claim that she experienced a hypersensitivity reaction to nickel. Patient did not claim that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 57.4 kg/sqm. Most recent follow-up information incorporated above includes: on 16-nov-2017: pfs received: case became incident and valid in follow up. Patient demographics added, reporter added, patient's medical history and historical drug added, treatment drug added, indication added, event severe injuries was replaced with events extreme pelvic pain, extreme back pain, extreme leg pain/extreme foot pain, extreme hip pain/joint pain , dizziness, swelling of the hands, legs and feet, headaches, constipation, heavy menstrual cycles, heart palpitations, brain fog and, she did not undergo an essure confirmation test, leg numbness and she did not use birth control at time following her essure placement procedure. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.